Event description:
A malfunction was reported on the customer's pump, and there were no notable events prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.